Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pressure and bradycardia, below the lower rate limit of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.